Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the colectomy procedure, the surgeon pushed the green button and tried to squeeze the handle, however the handle was broken and could not fire the device. Replaced by a new handle and a new cartridge and the firing was completed with no problem. No harm was caused to the patient.